Manufacturer narrative:
Performance report, no device is being returned, we have no other information other than what was reported within the article, actual device is not known.

Event description:
While doing a literature search for the falope PMA annual report, came across an article that describes a case of a woman requiring a nephrectomy due to the falope product. Performance report, no device is being returned, we have no other information other than what was reported within the article, actual device is not known, used model 005280-901 for the device. Date of article is sept 11 2015, patient had laparoscopic tubal ligation 15 years previously. Surgery was conducted in (B)(6). Intraoperative finding of falope ring over ureter as a cause of nonfunctioning kidney during laparoscopic simple nephrectomy.